Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The premature battery depletion (pbd) allegation was not confirmed. The baseline testing completed on the device found no failing conditions. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.